Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a communication error was confirmed in the syringe module event log, however was not replicated during functional testing. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no observed anomalies. Analysis of the log shows the syringe module was assigned unit label d. This would indicate that only the syringe module, the pcu, or the device that was labeled as unit c were the cause of the communication, assuming that there were two devices on each side of the pcu. The pcu and the other three devices were not returned for investigation. Extensive functional testing was unable to recreate a communication error and there were no issues observed with the iui connectors. The root cause of the customer¿s report of a communication error was not identified.

Event description:
The customer reported that a communication error occurred during a vecuronium infusion with a 60 ml syringe, manufacturer unspecified. In the process of changing the syringe to another module the patient experienced a brief decrease in blood pressure. No other event details were provided; there is no report of lasting harm or medical intervention.